Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found bottom case and plunger assembly tamper seals are broken, plunger assembly is broken, and bottom case is cracked. The device?s event history log was reviewed for evidence of the reported event and found ?motor not running? Error. The occlusion test was unable to be conducted for functional testing due to a broken plunger assembly. The device was dropped or mishandled by the customer. To resolve the issue, the bottom case, plunger assembly, worm coupling, worm gear, lead screw and both clutch halves were replaced. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had motor rate error, bottom case damaged and it was also reported that plunger head needs repair. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.